Event description:
Dealer reports his customer was backing up on his porch. When customer releases the engager the unit did not stop causing rear wheel to roll off step. Unit tipped over-customer fell and claims he broken his arm. Dealer replaced the engager assay and stated unit is working okay. Retained engager for evaluation.